Event description:
On right leg where bone and meat were grafted, there is a lump the size of an orange and rptr's unable to walk. The pain starts at hip and goes to the bottom of his foot. Rptr can sit for 10 or 15 minutes and then he can walk a short distance. Complained to his dr and he said it was from a nerve. He prescribed an ointment, but it didn't help. It continues to get worse.